Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
On 4th january, 2024 getinge became aware of an issue on the 91-series washer disinfector. As it was stated the alarm was displayed on the device. During the getinge technician service of the device it was confirmed that level sensor was up side down. The level sensor was changed and device returned to work. The level sensor malfunction led to cancellation of the medical treatment. We decided to report this issue based on the potential as any cancellation of medical treatment may lead to an adverse event.

Manufacturer narrative:
On 4th january, 2024 getinge became aware of an issue on the 91-series washer disinfector with the model name: 9125, the serial number: (B)(6). The unit was manufactured on august 31st, 2015 and installed on november 11th, 2015. As it was stated the alarm was displayed on the device. The level sensor was changed, and device returned to work. The level sensor malfunction led to cancellation of the medical treatment. Unfortunately, further details are unavailable at this time, making it impossible to define the case. Later on and after receiving additional information, it was established that cancelled medical treatment was not a life-saving procedure. Taking under consideration information collected to date it was stated that cancelled medical treatment was not a life-saving procedure and not falling under vigilance reporting requirements. It was established that the getinge product was directly involved with the reported event and meet its specification. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that triggered further scrutiny. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment or diagnosis. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature, we shall continue to monitor for any further events of this nature.

Event description:
Manufacturer's reference number: (B)(4).